Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft leak occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro was selected for a percutaneous coronary intervention (pci). Following the ablation session and removal from the patient, it was noted the device was leaking from the drive shaft sheath and a pinhole was present. The device was replaced to complete the procedure with no patient complications.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: details of analysis: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, annulus, and burr were visually and microscopically examined. Inspection of the device found a pinching damage on the sheath at 20cm from the burr housing strain relief. Functional testing was performed by connecting the advancer to the liquid infusion line. When liquid was sent through the device, it was found that the pinching damage on the sheath was leaking. Product analysis confirmed the reported events, as the sheath was found to be leaking fluid at 20cm from the burr housing strain relief.

Event description:
It was reported that a shaft leak occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro was selected for a percutaneous coronary intervention (pci). Following the ablation session and removal from the patient, it was noted the device was leaking from the drive shaft sheath and a pinhole was present. The device was replaced to complete the procedure with no patient complications.